Manufacturer narrative:
(B)(4) - against resistance; incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It was reported that the stent was implanted in the vein graft. It should be noted that the xience xpedition, everolimus eluting coronary stent system electronic instructions for use states: the xience xpedition stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an unspecified embolic protection filter was used during a vein graft to obtuse marginal (om) coronary artery intervention. After successful deployment of the 2.5x23mm xience xpedition stent, attempts were made to advance the filter recovery catheter through the deployed stent. The retrieval catheter became caught on the deployed stent and upon removal of the retrieval catheter, filter wire and filter, the stent was explanted. Another 2.5x23mm xience xpedition stent was successfully deployed. There was no additional information provided.